Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The healthcare provider (hcp) stated that the device hasn¿t worked for years. The hcp stated that they have absolutely no information beyond that, and they do not know who the patient¿s primary healthcare provider information. No further complications or patient symptoms were reported.